Event description:
It was reported that the pacemaker exhibited an unknown malfunction and has reached the elective replacement indicator. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.